Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new information become available, a follow up MDR will be submitted. Per the t:slim insulin pump user guide, novolog has been tested for up to 72 hours.

Event description:
Received information stating customer received multiple occlusion alarms. Blood glucose level was not impacted. Reportedly, customer normally uses cartridges for 5 days.